Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by severe low abdominal pain, diarrhea, and vomiting. On the same day as onset, the patient was hospitalized for the event and at the time of this report, the patient remained hospitalized. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). No information was provided regarding the outcome of the peritonitis or whether dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the pd catheter was removed and dianeal and extraneal therapies were withdrawn. It was reported the patient will be starting hemodialysis. It was reported the cause of the peritonitis was reported as ¿might be the removal of catheter¿, however, this was not medically confirmed, therefore, the cause remains unknown. The patient was discharged 24 days after admission. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.